Event description:
During arthroscopic rotator cuff procedure, scorpion multifire needle malfunction. Surgeon was performing work on the shoulder, and the tip of the needle broke off. FDA safety report ID# (B)(4).